Event description:
It is reported that the drive support cap is protruded. Customer's blood glucose reading is 177 mg/dl. Customer has pushed the drive support cap while disconnected. Advised customer that the insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received protruded/loose drive support disk and cracked reservoir tube lip.